Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon deployment, the valve dislodged above the annulus which resulted in moderate paravalvular leak (pvl). Subsequently, a second valve was implanted, valve-in-valve in the appropriate position. A post-implant balloon aortic valvuloplasty was performed, for post dilatation and expansion, which resolved the pvl. It was reported that it is unknown what caused the valve to dislodge, but the delivery catheter system did not contribute to the valve movement. No additional adverse patient effects were reported.